Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported system error 322 alarms which were reproduced during evaluation and found to be caused by a failed lower link switch. The lower auxiliary was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device displayed a system error 322 (link switch error(low)) alarm. There was no patient involvement. No additional information is available.